Event description:
Information received that hcp noted a hole or an irregularity present in one of the valve leaflets during implant. The valve was replaced intra-operatively with no affect reported for the patient.